Event description:
During implementation of voluntary recall #2-0405/0406-0, customer utilizing the microscan pediatric therapy guide software program with the microscan 2-way mainframe interface software reported they had the configuration which is affected by the issue with pediatric flagging. Because their laboratory information system (lis) does not send the pediatric flag, patients in the data management system (dms). While the mic's (qualitative results) reported by the system are unaffected, this could cause the categorical interpretations (qualitative results) and dosages reported by the dms to be incorrect for some pediatric patients. The customer was provided instructions for correcting the problem until the software correction is available.